Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated were at work and passed out. The patient¿s employer called the paramedics and when they arrived, they tested the patient¿s blood glucose. The patient indicated that the bg meter reading was lower than what the cgm had been displaying. The paramedics provided the patient with oral glucose to increase their blood sugar levels and the patient went home from work. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.